Event description:
It was reported to nellcor puritan bennett in 2007 that the 15mm connector slipped out of the endotracheal tube during a surgical procedure. The nurse manager reporting does not know if the connection was checked prior to the intubation. It was reported there was no patient incident. Nellcor puritan bennett is attempting to collect further information related to this report.

Manufacturer narrative:
Nellcor puritan bennett has requested the product be returned for evaluation, but has not been received.